Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the emergency room with a small head bleed. No alarms reported. A log file was submitted to the MFR which contained one time reset indicating a loss of power to the system controller resulting in a pump stop. It is suspected that the head bleed is due to the device/anticoagulation therapy.

Manufacturer narrative:
A specific cause for the reported head bleed could not be conclusively determined as the pump was not returned for evaluation. The patient presented to the ER with a small head bleed which was believed to be due to device/anticoagulation therapy. Information provided to the manufacturer reports that no autopsy was performed and the pump was not explanted. Based on the downloaded log file, a pump stop was captured that was consistent with a loss of power to the system controller resulting in a timer reset. Besides this event, the pump appeared to be operating normally at the set speeds of 9600 and 8800 rpm. No other adverse alarms were captured in the log file. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported by the hospital personnel that the patient expired on (B)(6) 2013 due to a head bleed. Based on the report, the bleed was massive and not survivable. The patient was placed on comfort care and ultimately expired.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issue have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.